Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a sensing anomaly was observed. There were long pauses in the pacing due to oversensing of the noise signals which inhibited the ICD. No further information is available at this time.